Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The delivery pusher was returned for evaluation. The implant was not attached to the pusher and was not returned. The pusher appeared kinked near the warning mark. The pusher was noted to be broken at the pet transition; however the wires within were still intact. The strain relief (pet) at the distal heater coil section appeared burnt, which is indicative of thermal activity. The pusher was dissected at the distal heater coil section to expose the monofilament in order determine the type of detachment. Based on the size and shape of the monofilament tip, it could be concluded that the device underwent a thermal detachment. Based on the available information and evaluation of the returned device, a premature coil detachment cannot be confirmed, as the pusher exhibited evidence of thermal detachment. A root cause for the event cannot be determined.

Event description:
It was reported that the embolization coil detached in the microcatheter. Both segments of coil were removed in their entirety from the patient. There was no reported intervention or patient injury. The patient is reported to be fine.